Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 7.0 x 60 mm 200cm ranger paclitaxel-coated pta balloon catheter was advanced for dilatation. During the initial inflation at 10 atmospheres for 2 minutes, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.